Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) after receiving cardioversion due to ongoing atrial flutter. Technical services (ts) reviewed the lead thresholds being elevated and imaging may be required to confirm the lead positioning. The physician followed up with the patient and found the lead was operating as intended. This rv lead remains in service. No adverse patient effects were reported.